Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra 2 meter was missing a battery. The patient tests her blood glucose 4-7 times a day. She typically tests before and after meals, and at bedtime. The patient takes 55 units of lantus every evening and sliding-scale humolog insulin based on her meter readings. The patient purchased a new one touch ultra 2 kit from the pharmacy on an unspecified date/time. When the patient arrived at home and tried to test, the patient claimed that the meter would not power on. When she checked the battery compartment of the newly purchased meter, the patient claimed that the battery was missing. Although the patient was unable to test, she continued to take her lantus insulin as prescribed. However, the patient skipped her dosages of sliding-scale humalog insulin. On an unknown date/time after the alleged meter issue occurred, the patient stated that she developed symptoms of shakiness, sweating, and dizziness. After the symptoms started, the patient claimed that she was able to test her blood glucose with another meter that she had that was intermittently working and got a result of "43 mg/dl." The patient was unable to test with the other meter prior to developing the symptoms. The patient ended up going to a hospital where she was treated with an IV (unknown contents). The patient was hospitalized for 5 days for treatment of hypoglycemia and "mainly heart failure." The patient was unable to recall what blood glucose readings the hospital obtained. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she received treatment for hypoglycemia in a hospital after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.